Manufacturer narrative:
Concomitant: 250ml baxter bag ndc 0338-0049-02, lot number y245134, exp feb 19, 0.9% nacl; 250ml baxter bag ndc 0338-0017-02, lot number y246645, exp mar 19, mycophenolate and 5% dextrose, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the connection of the texium secondary set and the smartsite on the primary tubing during a mycophelnylate mofetil (cellcept) 1000mg/d5w 6mg/ml at a rate of 83.5ml/hr for a volume of 167ml with an infusion duration of 2 hours. When the leak was found at the end of the infusion, it was noted that the connection appeared loose and it was wet, but not a dripping leak. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of fluid leaking from the connection of a secondary set to a primary set was not confirmed or replicated. Visual inspection showed no damage or anomalies. With the texium-bonded secondary set connected into the uppermost smartsite of the primary set as received, both functioned effectively throughout testing and showed no indication of a leak. The root cause was not determined.